Event description:
The procedure was coil embolisation assisted with y-shaped vrd of basilar-tip artery aneurysm. No information about the vessel's characteristics. The 1st vrd ((B)(4)/ lot unknown) was successfully placed in left posterior communicating artery. Then a 2nd vrd ((B)(4), complaint product) was navigated into right posterior communicating artery through 1st vrd strut and deployed with the distal end in the right posterior communicating artery and the proximal portion overlapping the first stent in the basilar artery. Then coil embolisation was conducted. The orbit ((B)(4), lot unknown, complaint product) was tried to placed in the target lesion as a 1st coil, the aneurysm was ruptured. It was unknown why the aneurysm was ruptured. Unspecified ed coils/kaneka (total 9) were placed in the ruptured aneurysm, but bleeding did not stop. Then, n-butyl 2- cyanoacrylate (nbca) embolization was performed and bleeding stopped. After that, thrombus was noted in the 2nd vrd. Protamine administration was conducted and percutaneous transluminal angioplasty(pta) for the 2nd vrd was performed to improve worsened blood flow. The patient has been followed up but no additional information is available for now. There was no patient information provided. Dob, weight, gender, and the patient's medical history were all unknown. The aneurysm information is also unavailable. No information regarding act, inr, pt, and ptt. There was no information regarding the antiplatelet therapy.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50071 and 1058196-2012-00402.

Manufacturer narrative:
Conclusion: during a basilar tip aneurysm coil embolization using y-shaped configuration of two enterprise vrds when placing the first coil, a 3.5x7.5 orbit galaxy complex xtrasoft coil ((B)(4)/lot unknown) via an excelsior sl10 microcatheter, the aneurysm was ruptured. After treatment of the rupture there was thrombus formation related to the enterprise vrd ((B)(4)) that was placed from the basilar artery into the right posterior cerebral artery (pca). The aneurysm rupture was treated with placement of nine ed/kaneka coils without stoppage of the bleeding. This was followed by n-butyl2-cyanoacrylate (nbca) embolization and the bleeding stopped. Protamine was administered. After that, thrombus was noted in the second vrd which was placed along the right posterior cerebral artery. No thrombus was noted in the first enterprise vrd. Percutaneous transluminal angioplasty (pta) was performed on the 2nd vrd to improve the worsened blood flow. The patient has been followed up but no additional information is available for now. There is no information available regarding the vessel or aneurysm characteristics and no patient information available. It was reported that an excelsior sl10 was used. It was reported there was stress on the microcatheter which "escaped" to the coil and the aneurysm, which would cause the aneurysm to rupture. It was reported that it might have been related to the angle or position of the microcatheter. There is no information regarding antiplatelet therapy or act results. The first enterprise vrd ((B)(4)/ lot unknown) was successfully placed from the basilar artery into the left pca. Then a second enterprise vrd ((B)(4)) was navigated into right posterior cerebral artery pca through the first vrd strut and deployed with the distal end in the right pca and the proximal portion overlapping the first stent in the basilar artery. Then coil embolization was conducted. (B)(4) the orbit coil that was being placed when the aneurysm rupture occurred is not available for analysis and the lot number is not known; therefore a device history record review cannot be completed. Aneurysm rupture is a known potential adverse event associated with coil embolization as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Based on the report that may have been related stress on the microcatheter and the acute angle or position of the microcatheter it appears that clinical/procedural factors contributed to the event no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Therefore, no corrective actions will be taken. (B)(4) the enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10113639. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis is a known potential adverse event associated with the use of the stenting procedures and the enterprise vascular reconstruction device as outlined in the instructions for use. The required reversal of anticoagulation due to the intraprocedural rupture is a likely contributing factor to the thrombus formation. It was reported that the stents were placed in a y-configuration with one stent through the struts of the other and overlapping at the proximal end. Per the instructions for use precautions, the performance and safety of two or more overlapped stents has not been established and that the ability of the stent to withstand post balloon dilatation has not been established. Usage other than the approved labeling may involve risks not described in the labeling. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors appear to have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. Note 2: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50071 and 1058196-2012-00402.